Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion location and characteristics were unk. When the lesion was dilated with the 2.0x15mm apex balloon several times, it was ruptured at unk atms. The procedure was completed with another of the same device. There were no reported complications. The pt status was reported as"fine".

Manufacturer narrative:
PMA/510 (k) # p860019/s208.